Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic and the right atrial lead exhibited noise and oversensing which cause auto mode switch episodes. The noise could be reproduced with isometrics. A lead revision procedure would not be completed and the patient would continue to be monitored.